Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high impedance and high thresholds. Attempted lead replacement was unable to be completed due to tortuous patient vasculature. Reprogramming occurred. The lead remains in use. No patient comp lications have been reported as a result of this event.